Event description:
It was reported that post implant procedure lead dislodgment was observed on the lv lead. Patient was asymptomatic. Lead pacing on low voltage lead was turned off. Lead repositioning was attempted however unsuccessful. Lead was explanted and a new lead was implanted. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
No lead capture issue was observed on the lead. Device code was erroneously submitted.